Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading was 490 mg/dl. The customer changed the set and treated with boluses. If the blood glucose ran too high, she would also treat with manual injection. The customer did not recall any bent cannulas. The customer declined to troubleshoot for high blood glucose.